Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the battery ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
Approximately one year, seven months and two weeks post hvad implantation, it was reported that the patient experienced power switching from one port to the other. The battery was replaced and is being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was in a routine follow-up exam and the site observed that the patient has an issue with the battery and that the driveline sheath was damage. The ventricular assist device (vad) coordinator was notified. The battery was replaced and the driveline was repaired per protocol with rescue tape. There was no reported patient injury as a result of this event. The battery, (B)(4), was returned as inoperable and could not be tested for functionality. It was not possible to obtain a firmware check display. Internal review of the battery did not find any welding, thermistor or connectivity issues. However it was noted that the u2 chip was unresponsive to a reset even though power was being provided to the chip. While the exact cause of the reported event cannot be conclusively determined, it is most likely that an unrecoverable event has caused the pcb electronics (u2 chip) to shut down the battery pack. The log files analysis revealed that this battery was involved in critical battery alarms. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned as inoperable and could not be tested for functionality. It was not possible to obtain a firmware check display. Internal review of the battery did not find any welding, thermistor or connectivity issues. All cell pairs were well charged with no indication of a defective cell pair. However it was noted that the u2 chip was unresponsive to a reset even though power was being provided to the chip. While the exact cause of the reported event cannot be conclusively determined, it is most likely that an unrecoverable event has caused the pcb electronics (u2 chip) to shut down the battery pack. The root cause of the early shutdown of the battery pack cannot be determined. Log files analysis revealed that this battery was involved in critical battery alarms. While the exact cause of the reported event cannot be conclusively determined, most likely that the critical battery alarm and the associated premature switching event were caused due to the battery suddenly became inoperable. An investigation into this type of event is under investigation via corrective and preventative actions. The patient manual instructs that in addition to the two power sources currently connected to the controller, a spare set of fully charged batteries and back-up controller should be available at all times.